Event description:
During a persistent atrial fibrillation procedure, air leaked from the agilis sheath. After transseptal puncture, the wire was kept in the left atrium while the agilis sheath was back loaded onto the wire. Once across, the dilator was removed and the non-abbott farawave catheter (boston scientific) was introduced into the agilis sheath. When the catheter was partially inserted, the sheath was aspirated but air bubbles were noted in the irrigation port of the agilis sheath. Aspiration was attempted again, resulting in more air bubbles. At this point the agilis sheath was exchanged and the procedure was completed with no adverse patient consequences.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 13f agilis steerable introducer sheath and dilator were received for evaluation. The device was returned for air aspiration. Functional testing could not be performed because the device was returned with the sideport tubing detached. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted was noted on the dorsal side of the seal consistent with the reported air aspiration. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.